Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a right tha on (B)(6) 2012. Patient started experiencing constant pain last year. Patient would like know if his implants are part of a recall.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 3/19/12 op report pages 1 and 3 only "primary right tha for right hip degenerative arthritis" general anesthesia and uncomplicated surgery partially described. (B)(6) 2012 x-rays: 3 poor quality ap right hip print-outs demonstrating reduced right tha.no clinical or pmh, no complete operative report, no dated serial x-rays, no response to inquiry about recall of components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. As no device details were supplied then its not possible to determine if the patient¿s implant is subject to a recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3: device not available.

Event description:
Patient had a right tha on (B)(6) 2012. Patient started experiencing constant pain last year. Patient would like know if his implants are part of a recall. Update: patient had a right tha on (B)(6) 2012. Patient started experiencing constant pain last year. Patient would like know if his implants part a recall.